Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing, loss of capture (loc) at max outputs and high pacing impedance measurements greater than 2,000 ohms. It was confirmed via fluoroscopy that the lead had a conductor fracture at the sub-clavian access. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.